Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stations that blue-screened and failed during the es 1.11 update. The field service engineer (fse) downloaded the 1.11 image from the eft portal, after several hours, and used it to reimage the affected station. After configuring the network settings, a data-synchronization issue occurred due to a mismatch between the computer name and the station name stored on the server. With assistance from technical assistance center (tac), the correct server-registered name was obtained, allowing the station to complete data synchronization successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station went offline during upgrade. Offline in remote smart service and disconnected. Point of contact informed that the station was not communicating. There were no adverse events or injuries reported based on this event.